Event description:
It was reported that a dissection occurred. The patient presented with myocardial infarction (mi). Angiography showed an 80% stenosed target lesion was at the not tortuous and not calcified left anterior descending (lad) and first diagonal branch (d1), with no ivus performed. A 2.75 x 30 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). No damage to the device was noted during unpacking or preparation, and the device advanced smoothly over the wire and through the guide catheter. The balloon was inflated once to 8 atm. Following treatment with an agent dcb, a type c dissection developed at the ostium of the d1, resulting in flow limitation. A synergy shied stent was deployed to cover the dissection and successfully complete the procedure. The procedure was completed without further complications, and the patient made a full recovery post-procedure.